Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, its likely the device alarm sounded, and the screen turned black due to a sensor on the main circuit board that failed. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was discovered and caused the reported failure. This board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that as soon as he powered on his olympus high flow insufflation unit the alarm would sound and the image would go black. According to the initial reporter, this took place during a therapeutic diaphragmatic hernia procedure. Reportedly, the procedure was successfully completed without any patient harm using the subject device. The customer just had to turn the unit off and then back on again.